Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) spontaneously rebooted. When the cns attempted to restart, it became stuck at the american megatrends startup screen. The bme disconnected power from the cns for approximately one minute and then powered it back on. However, shortly after the cns was running, the issue reoccurred and rebooting did not resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) spontaneously rebooted. No patient harm was reported.